Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child stopped using the external processor some months ago because it was damaged. The external processor is completely destroyed and broken in many parts. In situ measurements of the internal ci show affected channels. There is no report of an accident or trauma. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child stopped using the external processor some months ago because it was damaged. The external processor is completely destroyed and broken in many parts. A prior trauma could not be ruled out. The family assumed he stopped wearing it due to the hearing impression with the device being too loud. The external processor is completely destroyed and broken in many parts. The recipient was re-implanted.